Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and the instrument failed to deliver energy during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed the electrical continuity and did not release energy on several attempts. The instrument was not fully functional. The instrument was disassembled and the conductor wire break was isolated to the distal end. Upon attempting to strip the conductor wire, the broken wire came out of the yaw pulley. The conductor wire was found to be broken inside the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted oophorectomy salpingo surgical procedure, the customer noted that the permanent cautery hook instrument monopolar cautery cord might be a problem because the instrument worked normally after replacement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information: no arcing was observed during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome.